Event description:
It was reported that two batteries exhibited communication errors and critical battery alarms despite being fully charged. It was observed that the communication errors all occurred on only one of the two controller power ports. The controller remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-mar-2023, serial #: (B)(4), UDI #: (B)(4), device availble for evalutation: no, device evaluted by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-mar-2022, labled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, dmodel #: 1650, catalog #: 1650, expiration date: 31-mar-2023, serial #: (B)(4), UDI #: (B)(4), device avalible for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-mar-2022, labeled for single use: no, (B)(4). Additional information has been requested regarding details of the controller issue, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries exhibited power disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B5 was corrected to indicate that the batteries exhibited power disconnect alarms. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a crack in the housing just next to the controller power port which was also "very contaminated." The controller was expected to be exchanged. It was also reported that the ventricular assist device (vad) patient was "very challenging" and a recommendation was made to instruct the patient on how to check and keep their vad equipment clean.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion product event summary: the controller (B)(6) and two batteries ((B)(6)) were not returned for evaluation. Visual evidence of the controller provided by the site revealed contamination within power port one and the serial port. Visual evidence provided by the site revealed contamination within power port one and the serial port of the controller. Additionally, visual evidence provided by the site revealed contamination on the controller housing around power port one and the serial port. The observed contamination in and around the serial port is an additional finding not related to the reported event. Log file analysis also revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed instances involving (B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. Review of the alarm log file did not reveal any critical battery alarms within the analyzed period. As a result, the reported communication errors and power port contamination events were confirmed. The reported critical battery alarms event was not confirmed. The reported ¿crack in housing next to the controller power port¿ event could not be confirmed due to insufficient evidence. The batteries were lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported ¿crack in housing just next to the controller power port¿ event can be attributed, but not limited to chemical additives applied to the power port gaskets during the manufacturing process in which the chemical additives contributed to environmental stress cracking, wear and/or handling of the device. A possible root cause of the contamination on the controller housing, serial port and power port event can be attributed to the handling of the device. Possible root causes of the communication errors and resulting power disconnect alarms can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination within the power port. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6) ) and two batteries (B)(6) were returned for evaluation. The one battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. As received, (B)(6) was depleted, however, the battery was able to adequately charge and provide power to a test controller with no anomalies observed. Failure analysis of the returned controller revealed that the device passed functional testing. No damage was observed on the controller housing during visual inspection. Visual inspection revealed contamination within the driveline connector and both power ports. Visual evidence of the controller provided by the site revealed contamination within power port one and the serial port. Additionally, visual evidence provided by the site revealed contamination on the controller housing around power port one and the serial port. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any critical battery alarms or power disconnect alarms within the analyzed period; however, review of the data log file revealed instances involving (B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%.as a result, the reported communication errors involving (B)(6), power disconnect alarms involving (B)(6), and controller contamination events were confirmed. The reported alarms/communication errors involving (B)(6) and housing crack" events were not confirmed. The batteries were lubricated prior to release. A possible root cause of the contamination on the controller housing and the controller ports event can be attributed to the handling of the device. Possible root causes of the communication errors and resulting power disconnect alarms can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination within the power ports. Additional products: d4: serial #: (B)(6) d10: yes, return date: 02-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d02 additional products: d4: serial #: (B)(6) d10: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 additional products: d4: serial #: (B)(6) d10: yes, return date: 02-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. An additional battery was indicated to be involved with the event, but was mistakenly omitted from prior reports. Sections b5 describe event problem and h10 addt. Manufacturer for MDR were corrected to include the battery information. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery exhibited communication errors, power disconnect alarms, and critical battery "alarms" despite being fully charged. The additional battery was replaced.